Manufacturer narrative:
Correction: d1, d2, d2b, d4 (model, catalog, serial, UDI number), g5, h4

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and pump battery gauge fluctuated. Customer changed pump supplies to resolve the occlusion. At the time of the call, the customer declined further troubleshooting. There was no reported adverse impact to customer's blood glucose.